Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned together with the fathom guidewire. A visual and microscopic inspection of the shaft and tip were performed and noted that the distal portion of the shaft had numerous kinks. An attempt to remove the guidewire was unsuccessful. The devices were soaked and able to be separated with no issues. The guidewire was reinserted into the lumen of the renegade and met resistance at the kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-10059. It was reported that the guide wire became stuck in the microcatheter. The target area was in the gastric artery. A 130/20 renegade" and 2 180 x 25cm fathom" -16 were selected for use. Upon unpacking of the first fathom" -16, the physician shaped the wire; however, the physician felt the end of the wire braided. Thus, the wire was replaced with another of the same fathom" -16 together with a 130/20 renegade". The physician flushed the microcatheter and seated the second wire. Subsequently, the wire became stuck in the microcatheter and was unable to separate prior to insertion of the devices into the patients body. Another of the same renegade microcatheter and fathom" -16 wire were used to complete the procedure. No patient complications reported and the patients condition was stable.